Manufacturer narrative:
D9. Date returned to mfg: 22-nov-2024. Investigation summary: the affected device was returned for evaluation. Able to confirm the complaint going through the alarm history. While doing the investigation, the top case was found cracked, and the display was not working correctly. The top case was replaced along with the display, and a new mainboard was installed and calibrated with software 1.6.5 and set to the standard configuration the pump passed all validation tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a acu watchdog error. There was no patient involvement, no patient injury was reported.